Event description:
My doctor at the time pushed the procedure as non-invasive and a safer alternative than having my tubes tied. The procedure was very painful. I bled for 6 days afterwards and cramped for weeks. The doctor told me it was normal. Since the procedure I have always been bloated and swollen. I found out after the fact I was allergic to nickel and of course no test was run before the implants to detect that. I started getting major migraines after the procedure also, some that caused me to stay in bed for days. I also now experience pain during sexual intercourse where it feels like a cramping sensation in my ovaries. I regret having this procedure and wish I would have been more informed.